Event description:
Dexcom was made aware on 09/24/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, burning, a rash, redness, and inflammation underneath the sensor pod area which occurred 2 days after the sensor had been inserted into the abdomen. The skin was prepped with soap and water prior to sensor insertion. The patient went to the ER for evaluation. The doctor at the ER treated the skin reaction as a rash, although the patient feels it is an ¿allergic reaction¿. The patient was prescribed oral amoxicillin, oral benadryl, and topical benadryl cream. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).